Event description:
It was reported that the programmer is unable to run thresholds, the stylus may need to be calibrated, and the printer is not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm a threshold problem or stylus issue. It was noted that an error was displayed during testing, as a result the hard drive was reconfigured and software was reloaded.